Manufacturer narrative:
Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement self test and displacement test. No blank display noted during testing. Device functioning properly. Device also received with cracked case(battery tube) and cracked battery tube threads. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 180 mg/dl at the time of the incident. The customer informed that the pump continued vibrating with red light located on the top left hand corner. The customer stated that the display was not blank less than 30 seconds and/or did not return and the display was blank currently. The insert battery alarm did not display on the insulin pump screen. It was reported that when they tried to place the battery cap they noticed a crack on the battery lip ring. The reservoir lip ring was damaged but the reservoir was able to lock in place when inserted into the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.